Event description:
It was reported that the bed exit alarm not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed exit alarm not working due to being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the bed exit was not alarming due to the scale not being zeroed after the last patient use.